Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015 ((B)(6) 2015) with no problems and at postop showed 20/20 visual acuity. Right after the surgery, the patient had a severe coughing fit. On (B)(6) 2015 ((B)(6) 2015), the patient came in for the one week follow up and a large posterior cylindrical component was noticed. The patient¿s visual acuity was at 20/80 and the patient was experiencing glare and a lot of astigmatism. On (B)(6) 2015 ((B)(6) 2015), the lens was explanted due to refractive surprise and was replaced with a model za90030170, lens. On the patient's (B)(6) visit, the patient¿s visual acuity was at 20/20 with corrective glasses. The patient was doing fine and was happy.

Manufacturer narrative:
(B)(4) astigmatism, unexpected post op refraction, 3191 - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.